Event description:
It was reported the duodenovideoscope had a greenish yellow sponge-like foreign material exiting out of the biopsy channel, that had prevented advancing of an endo therapy scope down the channel. The issue occurred during preparation for use in an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it could not be confirmed that biopsy channel was clogged with yellow foreign material. The foreign material may have been remained because reprocessing was deviated from IFU (instructions for use) and physical damage was observed at the locations where the foreign material was found. However, foreign material could not be identified. Additionally, the root cause for the presence of the foreign material in the subject device could not be determined. The event can be detected/prevented by following the instructions for use in: operations manual: inspection of the instrument channel and forceps elevator and reprocess the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported the device malfunction was noticed at the beginning of the procedure before intubating with endoscopic retrograde cholangiopancreatography (ercp) scope. The procedure being performed was diagnostic ercp with spyglass. There was a delay of approximately 15 minutes to replace the scope. The procedure was completed with a similar device. No patient injury or harm occurred due to the device malfunction. Furthermore, it was reported that the subject device was cleaned, disinfected, and sterilized the device before sent it to olympus. The customer has no idea when the foreign material adhered to the endoscope or what the foreign material could be. No delay in the start of precleaning. No water was aspirated through the instrument/suction channel. No abnormalities in the accessories used for reprocessing and the subject device was wiped/brushed the instrument channel outlet with clean line-free cloths, brushes, or sponge.

Manufacturer narrative:
This report is being supplemented to provide the device evaluation. The device was evaluated by olympus, and user claim was confirmed. Kinks, tear and scrapes marks were found. Additionally, there were non-reportable (non-pae) defects noted. Olympus performed a scope reprocessing and infection control in-service for the staff. Covered infection control information referenced in the user manual and reprocessing manual. Customer uses an automatic endoscope reprocessor (aer) to reprocess their scopes. Recommended that the customer contact the manufacturer of that equipment for proper use.